Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via their facebook group page on social media that they went to bed with a blood glucose level of 101 mg/dl and thirty minutes later, their blood glucose was 50 mg/dl. However, customer indicated that their blood glucose was checked and it was actually 99 mg/dl and not 50 mg/dl. The customer also indicated that the pump may have shut off for two hours and that their blood glucose was 400 mg/dl when they woke up. No further information was provided.